Event description:
It was reported that during a drug-eluting stent treatment, stent damage was noted. The physician was attempting to direct stent an 80% de novo lesion in the right coronary artery when it was noted that the proximal end of the stent appeared to be flared.